Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he put in a new enlite sensor this morning and everything went fine. Customer got home this afternoon and his blood glucose was 430 mg/dl. Customer ate dinner and took 6.7 units of insulin for his dinner of 54 carbs. Customer's blood glucose was 425 mg/dl prior to eating. Customer does not think there is anything wrong with the pump. Customer's blood glucose was 421 mg/dl and he corrected with 3.10 units. Customer was explained that the sensor cannot be calibrated if the blood glucose is over 400 mg/dl. It was found that the customer had not entered his blood glucose levels in for his bolus correction for dinner.